Event description:
It was reported that the customer's insulin pump was exposed to moisture. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. Moisture damage was found on the motor but no moisture damage was found on the electronics. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.